Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient has limited stimulation due to the right-side lead which is aggravating the nerve root causing pain. X-rays reveal a lead migration. Follow-up identified surgical intervention was undertaken, explanting and replacing both leads. The issue is resolved.